Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have periodontal disease and existing implant. Patient provided a letter of recommendation stating the patient has localized moderate to severe chronic peridontitis and the patient has an implant at #18. The patient will require having periodontal treatment and extractions of the third molars done prior to any orthodontic treatment. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.